Event description:
High lead impedance, sensing difficulty and inappropriate shocks were reported. It was also reported that the pt had recently received a shock from an outside source. The lead was replaced; no further patient complications were reported.